Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6: medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The sensor was inserted in the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025 they experienced hypoglycemia, was very dizzy, lost consciousness and fell down and broke her wrist. People on the street (the patient does not know exactly who) called an ambulance. The patient was taken to the hospital by ambulance. The patient was taken to the ed and treated there with glucagon and painkillers. They had to perform surgery on the wrist. During the event the patient did not receive a low alert but received the ¿no readings¿ alert and did see a sensor error message on the pump. The patient was exhausted after long physical activity, was not at home, and did not check their bg with a meter. At the time of the report the patient was still experiencing pain but feeling much better. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 05/27/2026. It was reported that sensor error occurred against the sensor. However, the sensor pod was returned for evaluation. Product was provided for investigation but was not investigated as analysis would not be able to confirm complaint or determine a probable cause. Confirmation of the allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.